Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft fracture occurred. The target lesion was located in the left anterior descending artery. The 12mm x 4.0mm quantum maverick balloon catheter was introduced and while it was being advanced, the catheter shaft broke. The break occurred outside the patient, but although it was reported that the fracture occurred in a location that cannot enter the body, the exact location of the fracture on the shaft is unknown. The procedure was completed with another of the same device, no patient complications were reported and the patient's status is stable.